Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the original complaint contained three catheters, and had the general failure mode of bleed-back. The catheter evaluated showed signs of occlusions, and a burst, which was confirmed as use-related. The implicated and returned product was a 4 fr s/l groshong nxt catheter. The catheter had 1.1 cm of tubing extending beyond distal portion of the silicone oversleeve. The distal portion of the catheter appeared to have been cut. The distal most portion of the extension tubing had a large hole in a c-shaped burst. The distal oversleeve was removed in order to determine the location of the presumed occlusion. Microscopic examination showed that both the proximal segment, and distal segment had large amounts of brown residue. The surface of the hole showed the damaged surface was granular in appearance. A function test was performed by attaching a flushing connecter to the distal end of the catheter and attempting to flush water through the extension tubing. Flushing from the proximal end was not possible as the large hole in the extension tubing prevented flushing from that end. Initially the distal segment could pass fluid, with resistance. A stylet was used to dislodge a light brown material from the tubing, and further patency test were performed without difficulty. The proximal segment was not patent, however a large amount of residue was removed using a stylet, and pushing it through the distal portion of the connecting segment. The evidence observed is characteristic of a burst. This type of damage most often occurs from attempting to flush against an occlusion. The instructions for use state: ¿catheters that present resistance to flushing and aspiration may be partially or completely occluded. Do not flush against resistance. If the lumen will neither flush nor aspirate and it has been determined that the catheter is occluded with blood, a declotting procedure per institution protocol may be appropriate.¿ a lot history review (lhr) of rezf0878 showed one other similar product complaint(s) from this lot number. Both complaints for this lot number (rezf0878) have been reported from the same brazil facility.

Event description:
Manufacturer engineer found that an additional catheter segment was received for original file that was occluded and had burst. (B)(6) 2016: per m. Xxx, this additional segment was the distal portion of a 3f catheter which was submitted with the original file. This segment also had visible blood residue indicative of use on a patient. No further event description is available for this catheter segment at this time.